Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. Right side exchange from a textured to smooth breast implant, due to the patient¿s concern with the product. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, right side exchange from a textured to smooth breast implant due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product /procedure : unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ observed one opening on the posterior side assessed as surgical damage. ¿ crease fold observed on the device. ¿ yellow particles observed on the device. ¿ white calcification observed on the surface of the shell. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, right side exchange from a textured to smooth breast implant due to the patient¿s concern with the product. Device has been explanted.